Manufacturer narrative:
(B)(4). Device code(s) (B)(4).

Event description:
It was reported that the trend arrow was stuck pointing . Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No injury or medical intervention was reported.